Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that post implant (duration unknown) of this pulmonary bioprosthetic valved conduit, it was explanted and replaced due to calcification. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The condition of the two-valved conduit pieces made it difficult to determine if leaflets or commissures were present. Calcification and pannus were observed on the pieces. The condition of all commissures could not be determined due to pannus and calcification. All possible leaflets or remnant leaflet pieces were stiffened by pannus and calcification. Pannus was observed in all conduit pieces on the outer wall and inner lumen. Radiography revealed calcification in all the conduit pieces. Conclusion: based on the condition of the returned device, it appears that the device has been implanted for some time that calcification and pannus have infiltrated the device. The reported event was confirmed by analysis, and calcification was observed. Calcification is a known common cause of bioprosthesis failure. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Pannus formation is patient dependent based on the possible underlying cause. There are many studies which discuss the etiology of pannus (excessive scar formation). Chronic pannus formation may be precipitated by an immune response to the bioprosthetic valve sewing ring and /or sutures and size of the bioprosthesis. It may also be caused by the presence of an injured endothelial surface potentially releasing fibroblast growth factor-2, blood flow turbulence, pregnancy and /or inadequate anti-coagulation. The time of pannus formation after valve implantation varies; studies have reported time frames from 6-12 months. The ingrowth of the tissue may gradually affect the function of the valve leaflets (1,2). (1) bassel al-alao et al., ¿rapid pannus formation after few months of obstructing aortic mechanical prosthesis,¿ gen thorac cardiovasc surg, september 25 2013, http://link.springer.com/article/10.1007%2fs11748-013-0319-0#page-1. (2) se jin oh et al., ¿reoperation for non-structural valvular dysfunction caused by pannus ingrowth in aortic valve prosthesis,¿ the journal of heart valve disease, vol. 22, no. 4, july 2013, pp. 591 ¿ 598. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.